Event description:
It was reported that the field representative was wondering the patient with this pacemaker had a silent atrium, as the right atrial (ra) lead was not able to capture the atrium, pacer spikes were seen but no p waves. The field representative he found a note stating the patient had a slow atrial tachycardia when device was implanted, so possibly capture could not be evaluated then. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received; this ra lead was explanted. No additional adverse patient effects. This product was returned.

Manufacturer narrative:
The product has been received for analysis without an unknown explant date. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed. Detailed explant information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. We are unable to provide the exact explant date. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the field representative was wondering the patient with this pacemaker had a silent atrium, as the right atrial (ra) lead was not able to capture the atrium, pacer spikes were seen but no p waves. The field representative he found a note stating the patient had a slow atrial tachycardia when device was implanted, so possibly capture could not be evaluated then. This pacemaker system remains in service. No adverse patient effects were reported.